Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:20:38. During night drain cycle five, the patient's ultrafiltration reading was 1224ml, indicating the home patient (hp) drained 1224ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1224 ml during therapy initiated on (B)(6) 2012 at 22:20, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed cycle 5 drain was completed on (B)(6) 2012 at 7:31:35 with an actual drain volume of 3200 ml. The actual drain volume for cycle 5 is 3200 ml which is 160.0% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.